Event description:
It was reported that the endoscope reprocessor encountered an e072 error (disinfectant solution in the tank cannot be discharged). Additionally, black particles were found in the tubing, basin, and drain mesh, which could not be cleaned off. This issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. An olympus field service engineer (fse) has been dispatched on-site to assess the reprocessing practices at the user facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for physical evaluation, however the event was confirmed via photo evidence provided by the customer. Based on the results of the investigation, the black sticky particles came from a deteriorating hose inside the tank of the reprocessor. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.